Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral regurgitation, secondary to a failed ring repair. No further details were provided. Info learned from the operative report.

Manufacturer narrative:
Other - failed ring repair. Device not returned.